Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that nothing was grasped between the grasping section and the distal end of the probe while the output was activated in seal & cut mode. Although a definitive root cause cannot be identified, the following scenarios likely caused the event: this might have caused the tissue pad to partially wear out and peeled off. When outputting seal and cut, nothing is gripped between the gripping part and the tip of the probe. Due to the condition (including tissue damage), the tissue pad was worn and some of it came off. The event can be prevented by following the instructions for use (IFU) which states: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Do not close the grip and perform seal-and-cut output when nothing is gripped between the grip and the tip of the probe, or when it cannot be confirmed whether the gripped biological tissue or blood vessel has been incised. Abnormal heat generation due to friction between the grip and probe tip may cause damage, deformation, or fall off of the grip and probe tip, part of the tissue pad may peel off, or severe wear may occur. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. When treating living tissue or blood vessels in seal & cut mode, apply slight tension to make the incision so that you can see where the cut is. Also, if it becomes separated, stop the output immediately. Otherwise, abnormal heat generation due to friction between the tissue pad and the tip of the probe may cause the gripping part (both the stainless-steel part and the fluororesin part) and the probe tip to break, deform, or fall off, or part of the tissue pad to peel off. There is. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The tissue pad was worn out and partially peeled off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, during a procedure, the thunderbeat tissue pad came off. There was no internal shedding. The therapeutic colectomy was completed without delay, using a replacement device (thunderbeat). There was no need for additional anesthesia and no report of patient harm associated with this event.